Manufacturer narrative:
This report is being field under (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh medical beds division. (B)(4). The device was inspected at the user's facility by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. The product involved in 6 years old and we have not had any problems related to this bed between date of manufacturing and date of the failure reported to us. The failure is the result of the central pivot section of one the diecast hinge halves between the backrest and seat section being pulled out. This would have taken considerable force to fracture in this way and we cannot see that the diecasting would fail in this manner in normal use and feel that the bed must have been subjected to a substantial impact as typically the tensile strength of this hinge material in (B)(4). We have conducted that the failure has been caused by a substantial impact which is categorised as misuse of the product; (B)(4). Other than the actions already taken, there are no further actions proposed at this time. The MFR shall continue to monitor any further incidents of this nature to determine trending. Therefore as this appears to be an isolated incident we consider the case closed.

Event description:
Hinge of the head end broke in 2 pieces. Replaced hinge. High low actuator of the back end replaced also.